Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture and expiration date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a high digestive endoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the handle was turned and the bands would not deploy. Reportedly, the device was removed from the patient and the band was then attempted to be deployed; however, the band would not release. It was also noted that the wire was cut in order to release the device, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem code 2610 for the reportable issue of bands failed to deploy. Investigation results: received one speedband device with the ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found five bands present, which were moved out of their original positions. It was noticed that the ligator head teeth were bent. The trip wire was secured in the handle assembly slot when received and the suture did not present any damaged, and was attached to the trip wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the trip wire was bent and the ligator head teeth were damaged due to handling and manipulation of the device during procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity, and contributing to the reported issues. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Additional information: lot number, expiration date and device manufacture date.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a high digestive endoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the handle was turned and the bands would not deploy. Reportedly, the device was removed from the patient and the band was then attempted to be deployed; however, the band would not release. It was also noted that the wire was cut in order to release the device, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.